Event description:
It was reported at the patient's pump replacement procedure, a pump update was attempted, but the telemetry progress bar would only go about halfway. The manufacturer representative was getting an "invalid telemetry" message. It was noted there were sources of potential electromagnetic interference (emi) present. The pump reverted to stopped pump mode because telemetry was incomplete. It was noted the elective replacement indicator (eri) displayed on the alarms tab was " <(><<)>1 month". A second programmer was used with brand new batteries and a reseated application card was used, and they were able to interrogate the pump successfully. The eri was back to 81 months. The patient was fine and doing well and responding well to the therapy. The pump was used to deliver hydromorphone, bupivacaine and clonidine.

Manufacturer narrative:
Concomitant medical devices: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6). Product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).